Event description:
It was reported that the patient experienced a sudden loss of stimulation sensation, with a return of symptoms. The patient also exp erienced pain and a burning sensation that "felt like hot rods' from her right leg up to her neck. There were no falls or trauma reported. The patient was unable to make adjustments using her patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v855587, implanted: (B)(6) 2011, explanted: na; programmer: model 3037, serial# (B)(4).